Manufacturer narrative:
Carefusion file identification number (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The reported findings indicated the blank screen on power-on was isolated to a corrupted bootloader. The issue of a blank screen during the operation was not duplicated, and the cause is currently unknown.

Event description:
The customer reported while using the avea ventilator, the display went blank with no video on the touchscreen. The customer reported the leds (light emitting diode) were lit. The issue occurred during patient use and the customer reported no patient impact associated with the event. The suspect device was taken out of service and sent in for repair.